Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer went to the hospital with diabetic ketoacidosis and a blood glucose level of 1100 due to user error; however, further details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support and declined to provide additional information.